Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. The reported death is listed in the product instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated proximal left anterior descending artery (plad) with one xience v stent. In (B)(6) 2009, the patient discontinued all medications, including aspirin and clopidogrel, to allow the natural course of death. The patient was on hospice care and expired on (B)(6) 2010. An autopsy report was not available. There was no additional information provided.